Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No failed battery test alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error while giving herself a food bolus. Customer's blood glucose was 145 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The troubleshoot for failed battery test was unable to complete due to button error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.